Event description:
Md doing difficult left subclavian central line insertion. On 3rd attempt at threading guide wire, it snapped in two. Physician was able to withdraw distal segment of wire only by pinching and pulling entire central catheter back out. Pt did not sustain injury but lost needed central access.